Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A field service engineer reseated the latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system tower door failed.the customer reported that the nurses were unable to remove the medication from the compartment and no other information was released regarding the event.there were no adverse events or injuries reported based on this incident.